Manufacturer narrative:
Additional information received indicates the MDR for this device was reported in error. Reference complaints (B)(4) (3006524618-2017-00401 and 3006524618-2017-00402).

Event description:
It was reported that the device was not working properly and the connector/cartridges broke inside the patient (see related complaints (B)(4)). No patient injury or further complications were reported.

Event description:
It was reported that the device was not working properly and broke inside the patient. The broken piece was removed. No patient injury or further complications were reported.